Event description:
Customer reporting alleged false positive sars result on 5 samples (each sample will be reported as its own event). Customer communicated the result was not confirmed and symptomatic status is unknown.

Manufacturer narrative:
Customer data was reviewed and analysis did not conclude a product performance issue. Analysis revealed a higher fam signal attributed to post-run analysis of the data. Quidel provided modified programing for the third-party equipment to mitigate the issue moving forward." Root cause: third party equipment adjustment. Source: phone.